Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had treated with shot for high blood glucose. Customer's blood glucose value was unknown at time of call. Customer declined to troubleshoot for high readings. The customer reported that the pump is alarming no delivery alarm during a bolus. Troubleshoot was performed for no delivery alarm. Customer reports that insulin exits with the manual prime. Explained the pump is working as designed. Customer reports insulin did not exit during 5.0u delivery through tubing, rewound pump and filled tubing with 6.0u. Insulin exited. The product was not returned for analysis.